Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Multiple wall adapters were used and neither resolved the issue. In addition, it was reported that the customer experienced an elevated blood glucose level of "high," exact value was not provided. Cause of the high was unknown. Customer changed infusion set and also alleged that when attempting to resolve the battery issue, pump was disconnected from customer. A correction bolus was delivered via the pump. Recommendation was made to consult with healthcare provider regarding diabetes management.